Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient developed limb ischemia. The patient lost pulses and developed a cold and modeled leg. The peel away sheath was left in place. The patient received a fasciotomy. Later, the patient was never able to be weaned from max doses of epinephrine, vasopressin, levophed, and milrinone and continuous renal replacement therapy. The patient's liver and kidneys began to fail and severe acidosis set in leading to an eventual code where the patient expired on support. Relationship between impella and cause of death is unknown.